Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted lead (sn (B)(4)) was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts on the patient¿s left lead were showing high impedances. Lead fracture was suspected. Also, the patient¿s right lead had migrated as confirmed on x-ray and was causing head and neck pain. The patient underwent a lead revision wherein the left lead was replaced and the right lead was relocated. The patient was doing well post-operatively.